Event description:
St. Jude silzone valve implanted two days prior to voluntary recall. Developed moderate mitral regurgitation as noted during 2003 catheterization. Underwent 2nd open heart surgery at which time a perivascular leak was documented by surgeon. Prior to 2nd surgery experienced tias. No recurrence of tias noted following 2nd surgery.